Event description:
Customer reported device = 80 mg/dl at 11 pm. Customer took 45 units of insulin. Family member found patient unconscious at 11:30 pm. Family member called emergency medical technician (emt) and their device = 20 mg/dl. Customer was taken to hospital and remained for two days. Treatment was given however the type was not provided. No controls. A request was made for return product and replacement product was sent.